Event description:
Nihs 3 monitor reportedly began making excessive noise intraprocedurally with an inability to effectively troubleshoot the issue. Right recurrent laryngeal nerve injury occurred intraprocedurally, requiring reanastomosis. Procode: (B)(4).